Manufacturer narrative:
(B)(4): the exact occurrence date is unknown. However, it was reported that this event occurred sometime in (B)(6) 2013.a photographic sample is available and will be evaluated against the reported condition. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
A customer reported experiencing no flow during use of a solution administration stopcock device. This event occurred during patient use, though no patient injury or adverse event was in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; however, a picture of the device was provided. Photo inspection did not identify any abnormalities that could have contributed to the reported condition. A syringe was attached to the 3 way stopcock and water was injected through the luer of two retained samples. No defects were identified. The evaluation did not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.